Event description:
Patient was given an epi pen jr for allergic reaction, at the end of the administration the needle would not release from the skin. Dr was in the room at the time and numbed the area up with lidocaine to help with pain management, the needle was now exposed but the end of the needle was still under the skin and would not release. Md had to knick the area with an 11 blade scalpel in order for it to release. Upon examination the end of the needle was noted with a hook on the end. It was an epi pen jr, lot #6gn096, expires august 2017. Dates of use: (B)(6) 2016. Diagnosis or reason for use: allergic reaction. Is this product compounded no. Is this product over-the-counter: no.